Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the oxygen sensor and the device then passed all testing.

Event description:
It was reported that a ventilator oxygen sensor was disabled. It is unknown if there was patient involvement. There is no report of patient involvement.